Event description:
It was reported that the patient was admitted to the hospital with fever and chills and was started on antibiotics. A transesophageal echocardiogram was done and it was noted that there was vegetation on the right ventricular/superior vena cava portion of the lead. Testing revealed that it was (B)(6). The lead remains in use, but an extraction procedure has been planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.